Event description:
It was reported that prior to the battery change all electrodes were working well. It was noted that when the health care professional (hcp) went to turn on the implantable neurostimulator (ins) post-operatively the patient¿s left body did not seem to respond to the stimulation. It was noted that an impedance test was performed and all combination with electrode 8 indicated an open circuit with impedances greater than 10,000 ohms. It was noted that the health care professional (hcp) would try again in several days to see if it resolved. If it did not, they would go to theatre and start interrogating the system at the extension site and brain lead site if required to identify if the issue was with the lead, extension, or battery. It was noted that x-rays were performed and all seemed to be ok. It was noted that the patient outcome would be updated after the revision case. It was noted that there was no patient injury and the patient status was unknown. Additional information received reported that they went to theatre and did pre-operative impedance check which still indicated high impedance on all combination with electrode 8. It was noted that the patient had a loss of therapy with the ins. It was noted that they did intra-operative testing with a trialing cable on both lead and all combinations were perfect, ranging from 980 to 1500, approximately. It was noted that a new ins was connected and tested, which resulted in normal impedances. It was noted that post-operatively, the patient was programmed and impedances were checked and all was well. It was noted that there was no patient injury and the patient recovered fully.

Manufacturer narrative:
(B)(4). Analysis results were not available as of the date of this report; a supplemental report will be submitted when results are available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.